Event description:
It was reported that during the maintenance checkup for the ventilator, the gso engineer noticed the connector was tightened with the torque of 4.5n or smaller. No patient injury or adverse affects. No additional information is available for this complaint.

Manufacturer narrative:
Manufacturing device history record review was not performed because it is not relevant to the investigation. A product sample was received for evaluation. Visual inspection was performed. Visual inspection found the load in the loosening direction is applied when the patient circuit is attached or detached. The root cause of the reported issue was unable to be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. D4 UDI information is unknown.